Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.4 inr/1.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.